Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the device had a patient data alert. The implant date, battery status, etc., were missing or incorrect. A review of device downloaded memory was done by technical services. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. It is expected that future measurements of the battery voltage will soon reflect the appropriate remaining lifespan. The other lost data will be updated at the next patient visit. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.